Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03667.

Event description:
It was reported that the incoming inspection member found debris in the sterile package. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. (B)(4). The reported event was confirmed through visual inspection of the returned products. Visual inspection of the inner cavities confirmed that there is debris within. The sterile seal was still intact when products were returned for investigation. DHR was reviewed for deviations and/or anomalies with no deviations/anomalies identified. The root cause is determined to be a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.